Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained unchanged after withdrawal. Manual compression was then used. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used during a diagnostic cerebral angiography procedure using a 5f non-cordis sheath. The patient had no abnormalities after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. No information was provided regarding visible calcium or plaque at the puncture site, there was no stent near the puncture site, and the vessel did not have greater than 50% stenosis at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kink was observed on the delivery shaft, located 13 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter the results were found to be within specification. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, due to an observed swollen condition noticed to be present on the plug with presence of dry blood and the kinked condition of the delivery shaft. It is possible that the indicator wire and plug deployment system were compromised. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ could not be evaluated through analysis of the returned device as the plug was swollen with dried blood. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked condition was observed on the delivery shaft. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue of no change to indicator window. The device was received with the cowling guard not depressed, the indicator wire not deployed, and the plug of the device swollen with dried blood, which impeded testing of the deployment mechanism. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained unchanged after withdrawal. Manual compression was then used. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used during a diagnostic cerebral angiography procedure using a 5f non-cordis sheath. The patient had no abnormalities after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. No information was provided regarding visible calcium or plaque at the puncture site, there was no stent near the puncture site, and the vessel did not have greater than 50% stenosis at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.